Event description:
It was reported that pump experienced malfunction with displayed malfunction code that was successfully reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset malfunction without it recurring, was advised to continue using pump, and was instructed to call back if malfunction code occurred again.